Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient had stopped charging their ipg resulting in the ipg becoming inoperable. The patient programmer and the charger could no longer locate the ipg. Surgical intervention may be undertaken on a later date to address the issue.